Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller stated that the patient's ins was replaced due to a bad battery and caller did not recall event date. Caller stated that they didn't know the details of the replacement surgery other than it was a bad battery. Ps reviewed with pt that since eos for the device doesn't occur until around 9 years from implant date and the replacement surgery was 5 years from implant date ps suspected a complaint; caller didn't know anything else except that it was due to a bad battery.